Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the ER with chest pain. CT scan revealed perforation. The lead was explanted and replaced. It was noted that the patient had a huge pocket hematoma that was drained.